Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the screen was scratched. The customer did not recall the blood glucose reading. The drive support cap appeared normal. The insulin pump passed the self test. The customer was advised to monitor the insulin pump.